Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause and hospitalization were not reported. It was reported the patient was "possibly" treated with unspecified antibiotics. The patient outcome and action taken with pd therapy were unknown.